Manufacturer narrative:
Upon receipt of additional information, it has been determined that this product was reported under the wrong MFR number. The event will be reported on 3002806535-2019-00863.

Event description:
Upon receipt of additional information, it has been determined that this product was reported under the wrong MFR number. The event will be reported on 3002806535-2019-00863.

Manufacturer narrative:
(B)(4). Univ 2-hole shl 56mm lnr sz 24, pn 14-103656, ln 619240, epoly 36mm rlc lnr mrom sz24, pn ep-105994, ln 882430, tprlc 133 mp type1 pps so 12.0, pn 51-106120, ln 3455265. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-03262, 0001825034-2019-03263, 0001825034-2019-03264. Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has experienced deep infection approximately 3 months after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.